Event description:
Male staff member came to work with a sore calf. He had a pulled muscle the day before. The school nurse gave him a reusable cold pack to use. It had been used once before and had been stored in the freezer. He applied the pack directly to his calf for about 15 mins. He removed the pack and a short time later felt tingling, then burning, and blisters started to form. An area on his calf about 5-6 inches wide turned a brownish yellow color. The nurse saw it and recommended he see a dr. She washed the area and the staff member went to the dr that afternoon. He has been to the dr twice, was on steroids for a time, currently still is on oral antibiotics, changes the dressing twice a day, and was given a salve to apply.